Manufacturer narrative:
Gehc surgery personnel order part. Removed and replaced column power supply. System functioned as intended.

Event description:
Customer reported system intermittently will not go down.